Manufacturer narrative:
(B)(4). A review of the manufacturing records found the lot passed all acceptance criteria, including the inspection which determines that all components are included. The sample was never returned to teleflex for investigation purposes. Root cause cannot be determined. The complaint cannot be confirmed.

Event description:
The stylet could not be removed from io hub after insertion. The patient is deceased.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The stylet could not be removed from io hub after insertion. The patient is deceased.